Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preload duodenal bend stent was used in the biliary tree to treat a biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed, it was unable to be released from the catheter, but it was entirely deployed on the handle. Upon checking the endoscopic image, it was noted that the suture was wrapped around the flange of the stent. The physician tried to maneuver it away while the nurse pulled hard to deploy but the stent was still unable to be deployed. Subsequently, the physician pulled out the scope and the stent; however, it was noted that the guide catheter was broken into two pieces and was stuck in the scope. It was pulled out and the procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was in the delivery system during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: an advanix rx biliary preloaded delivery system was received for analysis; the stent and the suture were not returned. Visual inspection found the guide catheter kinked and detached. Additionally, there was evidence that the pull wire was pulled. No other problems were noted with the delivery system. Product analysis confirmed the reported event of catheter-guide break; however, the reported events of stent failure to deploy and suture material twisted were not confirmed. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the guidewire was in the delivery system during the attempted deployment. However, the IFU states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." It is most likely that operational factors such as deployment technique of the stent and possible excess of force applied during pull wire retraction caused friction between the push catheter and the guide catheter which resulted in the reported event of catheter-guide break and the observed event of catheter-guide kinked. Also, the patient's tortuous anatomy was a possible contributing factor. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary preload duodenal bend stent was used in the biliary tree to treat a biliary obstruction during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed, it was unable to be released from the catheter, but it was entirely deployed on the handle. Upon checking the endoscopic image, it was noted that the suture was wrapped around the flange of the stent. The physician tried to maneuver it away while the nurse pulled hard to deploy but the stent was still unable to be deployed. Subsequently, the physician pulled out the scope and the stent; however, it was noted that the guide catheter was broken into two pieces and was stuck in the scope. It was pulled out and the procedure was completed with another advanix biliary stent. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was in the delivery system during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU.